Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. The device was received for evaluation. During visual inspection, the septum was observed to have been dislodged and was inverted. The device is not recommended for use with a power injection device. Therefore, the sample was miss-used. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the interlink leaked. The event was further described as the interlink was connected to a non-baxter device and the power injector. The power injector was set at a rate of 2 cc per second. The incident occurred at the beginning of the injection, causing the contrast to squirt out until the injector was stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.